Event description:
It was reported that during a percutaneous coronary intervention, deflation issues and catheter removal difficulties occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous proximal left anterior descending artery. The 4.00mm x 20mm liberté stent was advanced to the lesion and the balloon was inflated twice at 18 atmospheres to deploy the stent. When an attempt to deflate the balloon was done, the balloon, especially the distal portion was not completely deflated even for about 50 seconds of waiting time. The stent delivery system (sds) was unable to be removed after implanting the stent. The sds, the unspecified guide catheter and guide wire were removed together as one unit. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the liberte/veriflex catheter was received inside a carrier tube (hoop). The balloon was deflated, as-received. There was solidified contrast in the balloon and inflation lumen. The stent was not returned for analysis, as it was implanted. There was no evidence of any proximal bond anomalies or distal outer neckdown. The mid-shaft was stretched 1.5cm and compressed adjacent to the guidewire exit notch. The minimum outer diameter (od) of the proximal balloon bond was measured and meets specification. The catheter was soaked in a warm water bath to dissolve solidified contrast in the inflation lumen. A guidewire was inserted into the tip and advanced through the lumen. An inflation device filled with water was used to pressurize the balloon to rated burst pressure (rbp) encountering slow balloon inflation. Magnified inspection revealed the compressed mid-shaft damage caused the water to move slower through the inflation lumen. Once the balloon was completely pressurized it maintained rbp for 5 minutes with no evidence of any leaks or irregularities. After the 5 minute inflation period, negative pressure was applied with the inflation device. The device deflated in 10 seconds, which meets specification. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the deflation of the balloon was slow from the first attempt. During the third attempt to deflate the balloon, the physician waited for about 50 seconds before it was almost deflated.